Manufacturer narrative:
Covidien reference: (B)(4). The technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer to replace the touch frame printed circuit board (pcb). Covidien, now medtronic, was not authorized to service the device.

Event description:
It was reported that the ventilator's display was erratic. The ventilator was not on a patient at the time of the event.